Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Complainant reported no heparin in purge or systemically due to the patient bleeding previously. It was also noted that a limited echo was done due to a thrombus in left ventricle; transesophageal echocardiography was discussed.